Manufacturer narrative:
Product evaluation summary: the sheath and stylette were not returned with the device. There was a detachment on the hypotube 61cm distal to the strain relief. Kinks were evident on the hypotube 4.5cm proximal and 12cm distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. There was no stretching evident to the distal shaft, proximal balloon bond or tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous, non calcified proximal right coronary artery (rca). Some resistance was noted when removing the stylette. The device was inspected with no issues. Negative prep was not performed. The device returned with a detachment on the hypotube. As the stent was being advanced, resistance was felt, but advancement was continued. At that time the catheter broke. It was reported that the detachment occurred outside of the body. They were able to remove and use another new stent. No patient injury reported.